Manufacturer narrative:
(B)(6). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing record was performed for the incident lot # 6186200. No similar defect was found during in-process and outgoing inspection. No notification was raised for this defect. Review of the machine tracking record showed no abnormality. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the needle on a bd micro-fine+ pen needle 31 g x 8mm bent and broke off in the skin during use. No injury or medical intervention.